Manufacturer narrative:
Additional information: section d4 - expiration date. Section h4 - device manufacture date. Section h10 - manufacturer narrative. The lead was returned to saluda for analysis. Examination of the lead under magnification indicated that the lead had likely undergone a combined cutting and tensile load. Examination of the stylet identified damage at the manufactured bend, which is consistent with interaction with a sharp object. The analysis supports the physician¿s comment that the lead became damaged due to becoming caught on the epidural needle during the implanting procedure. The cause of the needle catching the lead could not be determined. The manufacturing records were reviewed. The product met all requirements for release, and no anomalies were identified.

Event description:
During insertion of an evoke trial lead, the patient's anatomy was difficult to steer through and the epidural needle was hitting bone. When repositioning the lead, resistance was felt and the tip of the lead fractured. An x-ray was taken and revealed the tip of the lead was located in subcutaneous tissue. The physician made the decision to leave the fractured tip inside the patient until the pre-planned removal of a non-saluda scs system was performed.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.